Manufacturer narrative:
Balt USA reference: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number: f241100892 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "procedure / pathology: unruptured pseudoaneurysm embolization and distal left vertebral artery (v4 segment) vessel sacrifice. Embolization product of issue and coiling microcatheter used: balt optimax 6 mm x 20 cm (from unm's consignment) and stryker sl-10 150 cm straight tip. The first physician was treating a young woman with a distal left vertebral artery pseudoaneurysm where he planned to embolize the aneurysmal sac with optimax coils then sacrifice the vertebral artery proximal to the aneurysm sac. Due to a dissection of the proximal left vertebral artery, the first physician had to access the aneurysm from the right vertebral artery where he used an "up and over" approach navigating the coiling catheter up the right vertebral artery, to the proximal basilar artery, and then back down the distal left vertebral artery. The first physician was able to successfully access the aneurysm via this approach without issue. The first coil the first physician selected to frame the aneurysm was a 6 mm x 20 cm optimax embolization coil. Loading of the coil into the microcatheter and advancement of the coil through the microcatheter went without any issues, and the integrity of the coil was not harmed during this process. The first physician deployed two loops of the optimax coil, then the coil started to displace the microcatheter, thus pushing the microcatheter slightly out of the aneurysmal sac. The first physician then gently pulled back on the optimax pusher wire, and the coil was erroneously detached with most of the coil still in the coiling microcatheter. The coil did not stretch, and it was a clean detachment at the proper detachment zone. The xcel detacher was not used to prematurely detach the optimax coil, and this appeared to be a spontaneous detachment. The procedure then transitioned into a foreign body removal where the first physician and second physician successfully used an ev3 micro snare to retrieve the optimax 6 mm x 20 cm coil. The second physician scrubbed into this procedure specifically for the prematurely detached optimax retrieval. The first physician and second physician had to remove the opitmax pusher wire, cut the sl-10 microcatheter at the proximal hub, then run the snare over the microcatheter. Once the snare was radiographically over the part of the coil that was within the sl-10 microcatheter, the first physician cinched the snare down and slowly removed remaining microcatheter and the 6 mm x 20 cm optimax coil from the aneurysm, and right vertebral artery. After a successful foreign body removal, the first physician and second physician had to start the procedure over again and regain access to the aneurysm using the same approach. The first physician utilized optima 10 css coils instead for this attempt of aneurysm embolization. The first physician was able to place 2 optima coils then moved to the proximal vertebral artery embolization where he placed 5 optimax coils. This round of embolization was technically successful with coil deployment." Incident report form submitted for this complaint indicates that no patient injury was sustained.